Manufacturer narrative:
This report is submitted on 26 may 2020.

Manufacturer narrative:
This report is submitted on april 28, 2020.

Event description:
Per the surgeon, the device was electively explanted on (B)(6) 2020 as the patient refused to use the device and wanted the device removed. There are no plans to re-implant the patient with another device.